Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to an administrative error.

Event description:
It was reported that when contrast was injected into the coronary sinus (cs) there appeared to be dye entering into the pericardial space. It was suspected that the cps direct catheter or the medtronic balloon transected the heart causing a cs dissection. The patient was in stable condition. No intervention was required. The catheter was discarded by the hospital.